Manufacturer narrative:
The device was returned for evaluation; upon receipt, the device was able to communicate with the merlin programmer via rf telemetry. Functional testing was performed and revealed no anomalies. Environmental stress testing was performed and no communication anomalies were able to be reproduced. The cause of the loss of communication reported by the field remains undetermined.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During a follow-up, the device could not be interrogated. The device was explanted and replaced and the patient was stable.